Manufacturer narrative:
Unique identifier (UDI): (B)(4). Initial reporter occupation is lay user/patient. The patient had dropped their meter and believes this is what caused the discrepancy with the doctor's meter. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received a report of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4). On (B)(6) 2021 the result from the patient¿s meter was 3.6 inr. The result using a different finger "within minutes" was 5.6 inr. On (B)(6) 2021 the result from the patient¿s meter at 7:30 a.m. Was 5.6 inr. On (B)(6) 2021 the result from the patient¿s meter at 10:33 a.m. Was 5.8 inr. On (B)(6) 2021 the result from the doctor¿s coaguchek meter at 11:00 a.m. Was 3.0 inr. The doctor believes the result of 3.0 inr to be correct. No changes were made to the patient¿s warfarin dose. The patient¿s therapeutic range is 2 ¿ 3 inr.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.8 inr; qc 2: 5.8 inr; qc 3: 5.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.